Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Customer reports the softclix lancet will not puncture the finger. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred, or how long they have been noticing the malfunction. Upon evaluation by the MFR, it was confirmed that the lancet does not retract. Requested return of the suspect device and replacement was sent. Softclix lancet lot number wi10749.